Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins). Pt is needing MRI of the head and cervical spine. Caller states the remote will not turn on nor will the ins. Spinal cord stimulator (scs) has not been on for many years. Caller also noted they think the pt spoke with a local manufacturer representative (rep) and the rep told them they cannot do anything, the scs needs to be removed. (B)(6) 2024, additional information was received from a manufacturer representative (rep). The rep reported that this patient has not used their scs in a while and wanted to start using it again. Rep believes their remote was not charged. Rep instructed patient to charge up their remote so they can charge the implant, call if they discover that any external charging pieces are not functioning. Reviewed that with their type of implant, 3 over discharge events could lead to a potential ins replacement. Patient was asking for instructions on how to restart using their ins.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97740, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: 97740, serial#: unknown, product type: programmer, patient. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that due to scheduling issues the patient would not have implant removal for quite some time. It was noted the patient was in likely overdischarge and was unable to charge the ins.

Manufacturer narrative:
Continuation of d10: product ID 97745 serial# (B)(6). Product type programmer, patient medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient (pt). Pt reported that the cause of the issue was that the battery of the implant in their back was dead and would no longer charge up.